Event description:
A distributor complaint was filed internationally concerning a malfunction identified as malfunction 0-0x277d. It was unknown if the issue impacted the customer¿s blood glucose level, as this information was not available or declined to be answered by the customer. The customer reverted to manual injections for insulin therapy.